Event description:
It was reported that the event was detected while in the pt's room. The catheter had been in place for a few days when a leak was detected at the insertion site. The catheter was removed and successfully replaced. The insertion site was the internal jugular. There are no reported injuries, complications or delay for the pt.

Manufacturer narrative:
(B)(4). F/u report will be filed if add'l info becomes available.